Manufacturer narrative:
Correction on initial report: d.11 (disregard pri tubing). The event occurred in the pediatric intensive care unit, therefore it is presumed the patient was pediatric.

Event description:
It was reported from the c11 pediatric intensive care unit (picu) that the pump alarmed a communication error during an epinephrine infusion on a baby patient. A new pump was used to resolve the issue. No known recall issues were noted. Htm replaced iui connectors. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump alarmed communication error. New pump was used to resolve issue. No known recall issues seen. Htm replaced iui connectors. There were no adverse consequences to the patient reported.